Manufacturer narrative:
Investigation summary: bd did not receive returned samples or photos from the customer for investigation for overfill. Therefore, 100 retention tubes from bd inventory were visually inspected with no issues being identified. Additionally, 10 retention tubes were draw tested, and all tubes were drawn within specification limits. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill in 10 tubes. No patient impact reported.the following information was provided by the initial reporter:customer alleging that the tube is over-filling

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill in 10 tubes. No patient impact reported. The following information was provided by the initial reporter: customer alleging that the tube is over-filling